Manufacturer narrative:
The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl dislodged from the bowl holder during the treatment and severed the drive tube. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer will return the kit for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n203 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n203 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit is still in process. A final report will be filed when the analysis is complete. (B)(4).